Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced and the voltage on the fluoro function board was adjusted. The workstation power supply was also adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error message. No pt injury was reported.